Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was 7.7 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms. Customer states they were able to rewind the insulin pump. Customer stated that the insulin pump has not been exposed to temperatures. Customer stated that the notification light did not immediately stop flashing. The device will be returned for analysis.